Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said their lead has become loose or has been dislodged. They also said their bottoms were full of blood around the incision site. As a result of what was reported, they were advised to contact their healthcare provider (hcp). No further patient complications have been reported as a result of this event.